Event description:
Reporter stated that the customer experienced the spike of the transfer set coming off of the spike port of the uv twin bag after drainage process during use. The set had been in place for two days when the problem occurred. The connection was secure at therapy set-up. The pt stated that there was no excess force put on the connection. No pt injury occurred as result of this event. This product was new.

Manufacturer narrative:
This device has not been received for eval. Should the device be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.